Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A registered nurse (rn) reported that the patient will be hospitalized due to surgery on the pd catheter (not a (B)(6) product). Email communication with the patient¿s pd registered nurse (pdrn) revealed the patient was scheduled to undergo pd catheter repair or manipulation (outpatient surgery) on (B)(6) 2025. While in surgery it was discovered the patient had a ¿severe¿ infection and due to its severity, the surgeon removed the pd catheter. The surgeon placed a hemodialysis (hd) catheter (not a (B)(6) product) on (B)(6) 2025 and was transitioned to outpatient hd. The patient was treated with intravenous (IV) vancomycin 1250 mg (initial dose) 3x per week for 21 days, and ceftazidime 1500 mg 3x per week for 21 days. However, on (B)(6) 2025 the surgeon reported the patient¿s pd catheter culture was positive for methicillin sensitive staphylococcus aureus (mssa), and the patient¿s antibiotics were discontinued. Instead, the patient was prescribed IV ancef (dose, duration not provided) 3x per week. Although the cause of the pd catheter infection was not provided, there was no indication the serious adverse events were caused by any (B)(6) product and/or device deficiency or malfunction. The patient will remain on outpatient hd until a new pd catheter can be placed. Based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a (B)(6) device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a (B)(6) device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).